Event description:
The customer stated that she tested her blood glucose and received a reading of 30 mg/dl. She retested and received a reading of 157 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.